Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient underwent revision surgeries on (B)(6) 2011, (B)(6) 2012 and (B)(6) 2013 due to vaginal pain, mixed incontinence and vaginal mesh exposure by dr. (B)(6). The patient also underwent removal/revision surgery on (B)(6) 2014 due to vaginal discharge and dyspareunia by dr. (B)(6).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) /2011 and boston scientific ¿ uphold were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.